Event description:
The customer contacted the customer care solution center and alleged that the screen on the complaint device was physically damaged after an unspecified fall and requested support and a quote for a screen. The complaint device was not in clinical use at the time that the issue was discovered.